Event description:
It was reported by the customer's mother that their insulin pump keypad was unresponsive to user inputs and the device does not alarm. Customer stated they do not recall any significant events that lead to the alarm or if the device had been dropped, but may have been exposed to moisture. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 102 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had unresponsive buttons due to moisture damage on the keypad traces. The device also had minor scratched display window and cracked reservoir tube lip.